Manufacturer narrative:
Date sent to the FDA: 07/14/2016. The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot.

Manufacturer narrative:
(B)(4): to date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form. Additional information: the actual device batch number associated with this event is not known. The international affiliate reports the following possible batch numbers: batch jt8278, batch jt8246.

Event description:
It was reported that a patient underwent a posterior lumbar interbody fusion on an unknown date and a reservoir was connected to a drain. While in ICU, the reservoir's lock did not activate. Additional information has been requested. There were no adverse patient consequences reported.

Manufacturer narrative:
Samples were received in their unopened package and during sample evaluation it was verified that the plate was able to be opened and closed without any issue. All components are in place and in good conditions as well as the end device function properly.